Event description:
It was reported that during a device changeout due to upgrade, the rv (right ventricular) defibrillation coil impedance was high, and there was no svc (superior vena cava) coil impedance reading. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).